Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm user noticed that lock was unlocked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were signs of clinical use, and no evidence of blood detected. The delivery device was returned without the loading device. The seal was observed to be already loaded into the delivery tube prior to investigation. The seal was removed and examined. There were no cracks or delamination detected on the seal. The slide lock was observed to be in the unlocked position. It is understood that according to document (B)(4), step# 4 indicates the correct and incorrect position of the slide lock (figure 1 and 2), showing that the slide locks for the heartstring devices are checked prior to release from the manufacturing facility. Based on the returned condition of the device, the reported failure "mechanical issue" is not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm user noticed that lock was unlocked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.